Event description:
It was reported by svc report that the brakes were not properly holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: worn brake plate kits.